Event description:
Initial reporter stated that during cataract surgery the tube set was discovered to be crimped or have a blockage. Surgery was delayed for fifteen (15) minutes white they attempted to change the tubing. There was no effect on the pt.